Manufacturer narrative:
As reported the patient has a complex medical / surgical history significant for arterial hypertension, epilepsy, psoriasis vulgaris, nicotine use, urothelial cell carcinoma of the bladder, thyroidectomy, appendectomy, revision in small intestinal ileus and abscess in small pelvis, and post operative complications. The information provided was limited and multiple good faith efforts have been made attempting to obtain additional information. To date we have not received a response from the doctor with additional information. At this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Based on the information provided, a direct correlation between the implanted device and the post operative complications experienced by the patient cannot be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2017 the patient underwent a complex hernia surgery extra peritoneal with phasix mesh. It was reported that the patient experienced more post operative problems than expected, including intermittent atrial fibrillation, intestinal paralysis (ileus), vomiting, and persistent high crp 170. On (B)(6) 2017 the wound was reported to look ¿non-irritated and the redon drain does not deliver anymore. The crp also slowly returns.¿ the patient was reported to have been released from the hospital.

Manufacturer narrative:
As reported the patient has a complex medical/surgical history significant for arterial hypertension, epilepsy, psoriasis vulgaris, nicotine use, urothelial cell carcinoma of the bladder, thyroidectomry, appendectomy, revision in small intestinal ileus and abscess in small pelvis, and post operative complications. The information provided was limited and multiple good faith efforts have been made attempting to obtain additional information. To date we have not received a response from the doctor with additional information. At this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Based on the information provided, a direct correlation between the implanted device and the post operative complications experienced by the patient cannot be made. This is an addendum to the initial MDR to document additional information provided through good faith efforts. The lot number was obtained, a review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported by the surgeon the patient is doing well at this time. The most probable root cause of the reported post operative complications can be attributed to the state of health of the patient. There is no indication of the reported problems being caused by the mesh used to treat the patient.